Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking".

Event description:
Patient reported right side "leaking." Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, wear abrasion, deformation device and creases fold. The unit is not rupture based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported right side "leaking." Healthcare professional confirmed right side rupture. Device has been explanted and replaced.

Event description:
Device has been explanted.